Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while transferring a patient from a transport iabp to the facility cardiosave intra-aortic balloon pump (iabp) loss of arterial waveform was noted. The facility staff attempted to connect the iabp to a bedside monitor, and the waveform was present then. The staff then attempted to reconnect to the iabp, however no waveform was present, the staff additionally attempted swapping the cables and transducer without success. The iabp was swapped for another console and waveform appeared. The iabp unit was zeroed without issue; therapy was successfully continued, and the original iabp was sent to the facility's biomedical engineer for evaluation.